Manufacturer narrative:
Product complaint (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - what is the procedure name and date? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 evaluaton: the product was returned to ethicon for evaluation. One winding former, one detached needle and one undispensed suture strand pertaining to product code were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected and the needle still attached to suture piece. The suture was inspected along the suture strand, body fluids were noticed on suture, and the end appears to be cut likely by a surgical instrument. Per conditions of the returned sample the functional test could not be performed. The event described could not be confirmed as no issues related to pull off suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pull off suture needle. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.